Event description:
Ous MDR - it was reported that about 43 months after the implantation oversensing with multiple shock deliveries was noted. The lead was capped and the ICD replaced. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv and the ff channel, which led to the detection of vf episodes with shock delivery. The long term impedance trend graphs revealed low but stable rv pacing impedance values of 200 ohm. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.